Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the reported failure was confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grip tips moved imprecisely in the pitch orientation. The grip tips move in the expected direction, but the motion is non-exact. The grips opened and closed properly. An additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have a loose pitch cable at the distal end. This failure likely caused the imprecise motion observed at the pitch orientation. The housing was removed and no other obvious physical damage at the proximal end was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the maryland bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the maryland bipolar forceps instrument had defective movements, lateral and turning, whipping during console command. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) is performing follow-up to obtain additional information. However, no further details have been received as of the date of this report.